Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed, but the root cause could not be determined. One q-syte unit and three videos were provided for investigation. Each videos displays liquid leaking from the top body of the q-syte. No exterior cracks were identified in the videos or on the returned sample. A functional test of the returned sample revealed fluid leaking from the q-syte connector due to a column tear in the septum. This type of damage may occur during manufacturing or from misalignment with the mating luer tip. The product IFU states, "when connecting to or disconnecting from the bd q-syte device always insert or remove the male luer using a ¿straight-on/straight-off¿ approach. Angled insertions/removals may cause poor functioning or damage to the device." During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer leaks at septum the following information was provided by the initial reporter, translated from chinese to english: nurses found in the process of using the product to patients, the septum joint leakage of liquid quantity: 4 pieces of leaking product.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.